Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 37 mg/dl. Low bg cause was not known. Customer consumed carbohydrates and ambulance personnel provided assistance to address bg; nature of assistance was not known. Customer continued to use the pump for insulin therapy and reports they are working with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.